Event description:
Caller indicated the assure platinum meter was giving variable readings. Nurse got the following readings within 10 minutes 182, 548, 170, 151, 548. Nurse then tested with another meter and strips and got accurate and consistent readings, patient did not need any treatment. Controls used are in range. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.